Manufacturer narrative:
Report type and h1 - type of reportable event corrected to malfunction manufacture¿s investigation conclusion: the reported event of no external power alarms active was confirmed via analysis of the submitted log file. The heartmate mobile power unit ((B)(6)) was not returned for analysis; however, a log file was submitted. The submitted controller event log file contained data spanning approximately 33 days ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log file captured intermittent losses of external power while connected to the mobile power unit on between the events of (B)(6) 2023 at 18:22:08 and (B)(6) 2023 at 18:45:37. During the times of the no external power alarms, the rsoc voltage in both power cables as well as the bus voltage measured below the minimum voltage threshold. The alarms resolved when the power source was exchanged to battery power, and it appeared that alarms were only active while connected when the patient was tethered to the mpu. Provided information indicated that the patient reported their outlet not working in the home when these alarms occurred. Multiple attempts were made to obtain additional information about the reported event if the cause of the alarms at the dates provided were due to a malfunctioning wall outlet or if they had been resolved, if the mpu worked appropriately on a different outlet, and if the patient has had any other alarms; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had several no external power. Low voltage, and replace backup battery alarms on (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023. The patient reported that their outlet has not been working at home and that they would get these alarms when connected to wall power through the mobile power unit (mpu). The patient refused to use their batteries but was educated on utilizing batteries if there is no power to the mpu. The log files noted no external power and subsequent related alarms due to power to the mpu being interrupted on (B)(6) 2023, (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023. Additionally, the log files noted an lcd fault event on (B)(6) 2023 that was self-corrected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.